Event description:
During an idiopathic ventricular tachycardia procedure, it was reported there was a perforation at the left ventricle. Intracardiac ultrasound confirmed a pericardial effusion and the patient's blood pressure dropped. A pericardiocentesis was performed and the patient was stabilized and sent to observation. Multiple attempts have been made to obtain additional information to this event. However, no additional information is available at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system - model #: fg-5400-00m; serial #: (B)(4). Stockert 70 system - model #: m-5463-01; serial #: (B)(4). Cool flow pump - model #: m-5491-02, serial #: unknown. (B)(4).